Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis, including a visual and an electrical inspection. The analysis demonstrated a rubbed through insulation in the region of the tricuspid valve. This damage can be considered to be the root cause of the observed issues as mentioned in the complaint description. Based on the characteristic of this damage, it is reasonable to assume that the lead had been subject to serve mechanical stress in the implanted state. The interaction between the lead and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to noise, high thresholds, and decreased impedance and sensing. Should additional information be received, this file will be updated.